Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd pegasus yel 24ga x 0.75in prn non-pvc leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on august 16, 2022, the pediatric nurse of the hospital used an indwelling needle to the patient. After opening the product package and connecting the infusion device, she found that the prn was leaking fluid.

Event description:
It was reported while using bd pegasus yel 24ga x 0.75in prn non-pvc leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2022, the pediatric nurse of the hospital used an indwelling needle to the patient. After opening the product package and connecting the infusion device, she found that the prn was leaking fluid.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 01-sep-2022. H6: investigation summary a device history review was conducted for lot number 2010605. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was submitted to aid our investigation into this event. Our engineers subjected the returned device to visual analysis and leakage testing, and found the device to operate within product specifications, exhibiting no signs of leakage. Unfortunately without the ability to replicate the reported failure mode our quality engineers were unable to determine the root cause for this complaint.